Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (B)(6) 2015 due to pain. The internal magnet was removed and an abutment was placed. The implanted device remains.